Event description:
It was reported in 2008 that a pt had undergone surgery resulting in paralysis. The pt. Had the hardware removed (date unknown). Upon investigation, it was learned that through x-ray and MRI, it was determined that there was no association or malfunction with device but was reported to be a result of an ischemic event triggered by the patient's anatomy.